Manufacturer narrative:
The insulin pump had an escape and act buttons did not respond due to flattened button dome switches. Unable to verify weak battery alarms and failed battery test alarm due to unresponsive buttons. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 156 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.